Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, with blood glucose levels peaking at approximately 400 mg/dl for about 5¿7 hours, and the user observed that a newly filled cartridge was depleted by morning without adequate glycemic improvement; the device provided high glucose alerts. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no ketone testing. Investigation included troubleshooting and user education advising a full set change and consultation with the endocrinologist. Investigation of this case revealed that the cause of the hyperglycemia and rapid insulin cartridge depletion was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.